Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) on one patient sample. The initial tnt stat result was 0.122 ng/ml. The customer repeated the same cup and generated a result of <0.010 ng/ml, accompanied by a data flag. The customer re-poured the sample into a new cup and generated a result of 0.115 ng/ml. The customer deemed the original result to be the correct result. There were no erroneous results reported outside of the laboratory, and there was no adverse event. The customer was adamant that the correct cup was put back on the instrument for the generation of the second result. In a phone conversation with the customer, the field service representative (fsr) indicated that the customer mentioned that the water container was unusually foamy when replaced the day of the occurrence. The lot number of the tnt stat reagent in use was 17505301, with an expiration date of 11/30/2014. The fsr could not find a cause for the issue. He performed checks of the instrument, and checked the component functions and operation. Calibration and qc have been in multiple times since the incident.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that foam in the system could be a possible root cause as the customer noted extra foam in the water container. Additional information for investigation was requested but not provided.